Event description:
It was reported by the patient that his controller screen was locked in factory mode, preventing any operation or use of the device. As a result, he was unable to manage his insulin delivery and received insulin injections from his doctor while hospitalized for 10 days. After performing a power cycle on the device, the patient was able to unlock the screen and restore normal function. That because his screen was locked on factory mode. Customer wasn't able to do anything with his controller. Customer was on hospital for 10 last days, doctor was giving him insulin by injection. Since then, after a power cycle the device, customer was able to unlock his screen.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported malfunction. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.